Event description:
It was reported that the stent inadvertently deployed. A 7x40x130 innova stent was selected for a superficial femoral artery (sfa) stenting procedure. During preparation, before the stent was placed in the body, it was noted that the stent was partially deployed. The stent was replaced with another of the same and the procedure was completed. The new stent worked perfectly. There were no patient complications reported.

Event description:
It was reported that the stent inadvertently deployed. A 7x40x130 innova stent was selected for a superficial femoral artery (sfa) stenting procedure. During preparation, before the stent was placed in the body, it was noted that the stent was partially deployed. The stent was replaced with another of the same and the procedure was completed. The new stent worked perfectly. There were no patient complications reported.

Manufacturer narrative:
Device analysis by MFR: returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the nosecone is kinked. The yellow thumbwheel protector is not in the manufactured position. The stent returned with the device but is outside of the device. The stent was measured at approximately 40mm. Microscopic examination revealed no damages. The middle sheath is approximately 4mm from the proximal end of the tip, so it is no longer in the manufactured position. The innova dfu includes the following precaution related to the issue: "do not remove the thumbwheel lock prior to deployment. Premature removal of the thumbwheel lock may result in an unintended deployment of the stent."